Manufacturer narrative:
Concomitant product: product ID 8709, lot# j0058192r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
It was reported an alarm was heard and confirmed by telemetry. The alarm was due to a zero ml reservoir reached. The alarm occurred on (B)(6) 2013. The patient had a catheter revision on the day of this report; 16cm were added to the catheter length. The pump reservoir was filled with a different concentration. A priming and single bolus were planned to get the drug throughout the catheter. A bridge bolus was also planned for the change in drug concentration. The pump was delivering bupivicaine and dilaudid.